Event description:
Information received from the field does not address the patient's clinical status but notes "nurse hit rts, locked out bipolar & could not figure how to unlock, did not call for help, explanted pacer. Thinking pacer problem."~~~~~~~~